Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips using quality control material. Testing results: qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The customer also stated that she received an error on (B)(6) 2018 and the meter did not beep. Test strips were also difficult to insert into the meter. The customer measured a sample on the meter at 10:30 a.m. And the result was 8 % quick (5.8 inr). At around 1:00 p.m., a sample from the patient was tested in the laboratory using the stago neoplastin method, resulting as 4.0 inr. Based on the laboratory value, the patient's coumadin medication was adjusted from 6 mg. On monday, wednesday, and friday/ 4 mg. All other days to 4 mg. On monday, wednesday, friday, saturday/ 5 mg. All other days. No adverse events were alleged to have occurred with the patient. The patient's medication was not changed based on the meter result. The patient's current condition is very stable. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient does not have antiphospholipid antibodies or anemia. The patient has not had any changes in diet or medication. The patient has not had any recent illnesses. The patient did not have a special or unusual diet. The patient had some coumadin adjustments, with no injury or harm. The patient has not had any bruising or bleeding. No alcohol was used on the patient's finger prior to sample collection. The meter beeper was turned off, so this was turned back on. The patient inserted a strip and the beep was heard. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353497) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.